Manufacturer narrative:
Na.

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys tsh assay on a cobas 8000 e 602 module. The sample initially resulted as 0.06 uiu/ml and this value was reported outside of the laboratory. The physician questioned the value, so the sample was repeated. The sample was repeated in a second laboratory on (B)(6) 2018, resulting as 2.40 uiu/ml. The sample was also repeated on the customer e 602 analyzer on (B)(6) 2018, resulting as 2.45 uiu/ml. The repeat result was believed to be correct. The patient was not adversely affected. The tsh reagent lot number was 32808100, with an expiration date of 31-dec-2018. The field service engineer could not determine a cause. He ran performance testing and this was within specifications.

Manufacturer narrative:
Upon review of the calibration data, the provided calibration signals are slightly lower than expected for one level of calibrator. Based on a review of worldwide data of qc recovery for the reagent/calibrator lot combination used by the customer, no reagent issue was found. The investigation could not identify a product problem. The cause of the event could not be determined. The customer has had no further issues.